Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2024 [related manufacturer reference number: 3006705815-2024-05748], the second lead was noted to be fractured with impedances, so the second lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.